Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient was unable to charge the ipg. A replacement charging unit was attempted to no avail. As such, surgical intervention was undertaken to explant and replace the ipg. The issue was resolved with the new ipg.

Event description:
Follow-up identified the patient charged the ipg approximately three weeks prior to surgery.